Event description:
It was reported that the right ventricular lead exhibited a high capture threshold of 2.75 v, 0.5 ms and a low sensing threshold of 3.9 - 4.8 mv. The lead was removed and re- placed.

Manufacturer narrative:
No medwatch form was received.